Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The pump tubing was cut down to the pump black and it was not returned for analysis. Bodily fluid was found within the pump for which it could not be functionally tested. The pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in connecting tube of the left cylinder was identified. The pump was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in connecting tube of the left cylinder was identified. The pump was removed and replaced. There were no patient complications reported.